Manufacturer narrative:
Device eval: one used sample was received for eval. Upon pressurization, the cuff was found to leak. Visual inspection of the cuff found a cut and a clear substance was observed on the check valve assembly. Manufacturing does a 100% inflation test of the cuff and had the damage been there at that time, it would have been detected.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unk amount of time in situ. Replacement was required. No incident related medical sequelae was reported.